Event description:
A minimum fill notification was reported, indicating an issue with the insulin pump cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to resolve the issue by replacing the cartridge before contacting technical support, who advised cleaning the pump's pneumatic tap area and removing the pump from its case. No additional guidance for loading a new cartridge was provided since the customer had already loaded a second cartridge prior to the call.